Event description:
It was reported that during implant, the right ventricular lead appeared to have been damaged with the stylets. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant.